Event description:
It was reported that the device started beeping. When the patient sent a manual transmission, it showed that the back-up alarm had sounded. The clinician inquired about what alert was the original trigger; they could not determine this from the observations device data. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.